Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13312. Related manufacturer reference number: 2017865-2021-13313. It was reported that the patient presented via remote transmission. Review of transcripts revealed that the patient had received inappropriate high voltage therapy due to over-sensing noise on the right ventricular lead. The system was inactivated. On (B)(6) 2021 the patient presented for lead revision. The atrial and right ventricular lead were found in the pocket and the device had migrated due to twiddling. The device was reused and the leads were explanted and replaced. The patient was stable post procedure.